Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly.